Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the operation, it was bought to my attention that the impactor would not fit properly into the definitive stem. After the instrument had been decontaminated, it could be observed that the anti-rotational rod had been broken off. Another item was used instead and the case completed as originally planned.